Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the system monitor screen remaining black despite being plugged in and turned on was confirmed via evaluation of the returned system monitor (serial number:(B)(4)). The returned system monitor was evaluated by service depot under work order 54080156. The reported event was reproduced. The unit was troubleshot and an issue with the main printed circuit board (pcb) was determined to be the cause of the reported event. The customer was contacted with an estimate of repair costs; however, the unit was not repaired as the customer communicated that they did not want the unit to be fixed at this time. The unit was shipped back to the customer as is. The reported event was determined to be caused by an issue with the system monitor main pcb; however, the root cause of the defective pcb could not be conclusively determined through this analysis. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the system monitor screen remained black despite being plugged in and turned on. The system monitor cable was exchanged, but the screen remained black. No further information was provided.